Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument tube extension was found to be broken and missing material measures approximately 0.487 and was not returned with the instrument. The damaged area is not in the area covered by the tip cover accessory. The known common cause of this failure is due to mishandling/misuse. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user misuse/mishandling and not due to a malfunction of the instrument. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs instrument for failure analysis. Therefore, the root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the lower shaft from the mcs fell inside the patient. The piece was retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. At this time, it is unknown what caused the mcs fragment to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted right renal tumorectomy procedure, the lower part of the shaft broke from the monopolar curved scissors (mcs) instrument and fell inside the patient. The fragment was retrieved during the same procedure and the procedure was completed. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: it was confirmed that the instrument was inspected prior to use. The lower part of the shaft was retrieved during the same procedure. There was no report of additional anesthesia and no patient injury or harm. Furthermore, the patient has not returned due to post-operative complications as of date of this report.